Event description:
It was reported that a pt received a winterthur hip component (metal on metal implant, exact catalogue number unk) on an unk date and was revised on an unk date due to unk reasons.

Manufacturer narrative:
No trend identified. The compatibility check could not be performed as product information are unknown. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed.

Manufacturer narrative:
The manufacturer did not receive the device for investigation. No surgical report or x-rays were provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or and investigation result be available, an amended medical device report will be submitted. (B)(4).